Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Event description:
It was reported that the battery cable was coming apart and exposing the wires. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: it was reported that the battery's output cable was exposing wires. The battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis could not be performed as the device was not returned. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a damaged battery output cable can be attributed to a tear on the output cable due to wear and/or due to the handling of the device. If information is provided in the future, a supplemental report will be issued.